Event description:
One pt with discrepant parathyroid hormone results reported. Initial result 72 pg/ml, same sample repeated nine times giving 42, 83, 89, 49, 90, 865, 41, 62 and 39 pg/ml. Erroneous results were not reported. The field service representative found a cracked s/r sample tube which he replaced and noted the customer had been running on used assay cups. Performance tests performed which were within specification.